Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2024. H6 component code: g07002 pending evaluation of returned device. Additional information was requested, the following was obtained: please confirm the quantity of devices involved in the reported event. 1 unit. Please confirm the quantity of devices available for product return. 1 unit. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Based on sales rep initial reporting. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Device shipped to cg labs on 27 sep 2024 via fedex awb:(B)(4). A device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: product code v4420, lot uccbbjt0. Please clarify if the additional device belong to this complaint? If yes, did a device malfunction occur during the same procedure? If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one needle suture in three sections were received for analysis. The product code 8706h is double-armed. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture pieces were examined, and the ends were observed to be cut probably caused by a surgical instrument. Besides that damage (crushed) in one of the suture pieces was found. The test was performed in a suture piece using instron equipment and the tensile force was above the minimum requirements. Additionally, three photos were provided and showed one open sample with the same condition as the received sample. Per the conditions of the returned sample, the functional test could not be performed. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: product code v4420, lot uccbbjt0. This complaint is for product code product code 8706h, lot tmbhes. 1. Please clarify if the additional device belong to this complaint? Ans: no. 1a. If yes, did a device malfunction occur during the same procedure? Ans: n/a, only product code 8706h, lot tmbhes was returned. 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. Ans: ans: n/a, only product code 8706h, lot tmbhes was returned. 3. If the device was not reported before, please provide more details of device malfunction. Ans: n/a, only product code 8706h, lot tmbhes was returned. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Ans: n/a, only product code 8706h, lot tmbhes was returned. Local cq has double checked the secondary packaging label to ensure the complaint samples matched the reported impacted products when packing the sample. Could there be any possibility that complaint samples have been mixed up at the cg lab? Could you get the cg lab or jrz lab staff to investigate this issue? Can they do a sanity check if the reported devices are still in their possession? 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. Ans: n/a, only product code 8706h, lot tmbhes was returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm the quantity of devices involved in the reported event. - please confirm the quantity of devices available for product return. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2024 and suture was used. During the procedure, the suture snapped when he was performing proximal anastomosis for CABG. This is suture snap in the middle and does not detach from the swage. There were no patient consequences reported. Additional information was requested.